Event description:
During an unspecified procedure, the device did not fire completely. Hosp reported that no pt injury had occurred.

Manufacturer narrative:
The cause for the difficult reported could not be reliably determined as the unit was received in the opened blister packaging and all the staples were prefired.